Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed the pre-fill reservoir test and inspected the reservoir o-rings/stopper groove for anomalies. No anomalies were found. No leaking and no air bubbles anomalies were found during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they have issues with leaks and air bubbles. The customer's blood glucose level at the time of incident was 216mg/dl. The customer states the leak occurred when pushing air back into the vial. The customer states the location of the leak was on top of the reservoir cap. The customer states they have discarded of the reservoir. The customer was advised to change out their reservoir and return for analysis. The customer is being sent replacement.